Manufacturer narrative:
Additional information was added: the lot was manufactured from february 19, 2019 - february 20, 2019. Two (2) actual samples were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors did not "inject" (infuse) the unspecified drug. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.